Manufacturer narrative:
Failure analysis noted that the pump had blank display after the countdown followed by a constant tone alarm. The problem was isolated to the mother board. The pump had cracked case at the display window corner, cracked reservoir tube lip, scratched reservoir tube window and minor scratched lcd window.

Event description:
The customer reported blank display. The incident was reported via phone call. Blood glucose at the time of incident was 179mg/dl. The customer stated that the pump had continuous beeping and the screen was locked up. The battery was changed but the pump still shut off. The pump started to work when he went to work but the pump was totally blank again. Troubleshooting was not able to resolve the issue. The customer called back after receiving a new battery cap. The pump was still blank and would like to have a loaner pump sent. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The device was returned for analysis.